Event description:
Same case as: 2134265-2013-02700. It was reported that during a lower leg extremity treatment procedure, a shaft break occurred. The target lesion being treated was located in the peritoneal artery. A non-bsc guidewire was positioned in the target lesion and an attempt was made to advance the 4.00x16mm promus element plus stent but it was stuck on the wire near the exit of the sheath. As the device was pulled out, the shaft broke but the doctor was able to retrieve it. The device was then replaced with a 4.0x20mm promus element plus stent. The doctor attempted to advance the second stent however, it was stuck again on the wire inside the sheath. The device was pulled out and the shaft was noted to be "tinned out". The device was replaced with a different device and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned stent delivery system found a shaft polymer extrusion break located approximately 240mm proximal from the tip of the catheter. Therefore, the device was received in two sections as a result of this break. A guidewire was returned still inserted in the lumen of the device. All attempts to remove the guidewire failed due to the extent of the damage present. Further review found considerable shaft polymer extrusion damage just proximal from the stent and balloon, as the outer profile of the shaft was kinked and also bunched intermittently. Visual examination of the stent found that the stent struts were flared outwardly and bunched, at its proximal edge. The profile of the balloon also appeared to be bunched at this point also. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2013-02700. It was reported that during a lower leg extremity treatment procedure, a shaft break occurred. The target lesion being treated was located in the peritoneal artery. A non-bsc guidewire was positioned in the target lesion and an attempt was made to advance the 4.00x16mm promus element plus stent but it was stuck on the wire near the exit of the sheath. As the device was pulled out, the shaft broke but the doctor was able to retrieve it. The device was then replaced with a 4.0x20mm promus element plus stent. The doctor attempted to advance the second stent however, it was stuck again on the wire inside the sheath. The device was pulled out and the shaft was noted to be "tinned out". The device was replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).